Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.

Event description:
In 2001: patient receives abdominal aortic aneurysm graft. Implant is concluded without complications, and the patient recovers normally. In 2004: patient has not returned to implant clinic for follow up. CT scan reveals aneurysm growth, possible type I and type ii endoleaks. Additional graft was placed to resolve. The patient tolerated the procedure well and was transferred to recovery.